Event description:
It was reported that during an elective ipg replacement on (B)(6) 2024 due to patient preference, the physician accidently pulled out the patient's octrode lead. The physician subsequently replaced the lead intraoperatively. Reportedly, therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.